Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur when the issue occurred was completed as planned after the user restarted the system. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting confirmed that the fluoroscopy pedal intermittently could not be used. Assessment of the system log files could not find any related errors. The fse determined the wired footswitch was defective and replaced it. The footswitch was returned for analysis. However, a root cause of the reported issue could not be determined by the failure analysis. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.